Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the left iliac limb ischemia, left iliac limb embolism, left iliac limb occlusion, additional endovascular procedure and additional surgical procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The left iliac limb occlusion was likely caused by thromboembolism; however, the reason for thrombus formation remains unclear. The final patient status was reported as discharged to home with resolution of symptoms. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an alto abdominal stent graft system on (B)(6) 2024. On (B)(6) 2025, a clinical study reported that the patient had developed stent thrombosis with left iliac limb occlusion, leading to leg pain on (B)(6) 2025. The patient was admitted on (B)(6) 2025 and underwent thrombolysis on (B)(6) 2025. Treatment included balloon angioplasty with kissing 12 mm × 4 cm balloons at the limb-main body overlap, successfully resolving the occlusion. However, on (B)(6) 2025, the patient subsequently experienced embolization in his left leg, requiring percutaneous thrombectomy and operative embolectomy. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.